Event description:
It was reported that the unspecified bd ultra-fine¿ short pen needle broke off when entering the consumer's skin. The following information was provided by the initial reporter: "my husband has been a diabetic for over 30 years and lately your bd ultra-fine, short pen needles are breaking when entering the skin. This is disturbing and causing use to use a lot of needles¿"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. New jersey, USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultra-fine¿ short pen needle broke off when entering the consumer's skin. The following information was provided by the initial reporter: "my husband has been a diabetic for over 30 years and lately your bd ultra-fine, short pen needles are breaking when entering the skin. This is disturbing and causing use to use a lot of needle".